Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed eczema, irritation, boils and blisters due to the pod adhesive. Due to the severe irritation, the pod falls off during the night. In order to treat the irritation, medicinal and surgical treatment was provided.